Event description:
It was reported to dräger that the anesthesia workstation passed the pre-use check but exhibited a failure of automatic ventilation later during use. The users reportedly bridged patient support in manual ventilation until a back-up anesthesia device could be introduced. As per report, no health consequences for the patient have resulted from the event.

Manufacturer narrative:
The workstation was inspected on-site by a dräger service engineer. The reported issue could be confirmed, a review of the log file revealed that the supervisor function of the sw detected speed deviations of the ventilator motor twice, a shut-down of automatic ventilation was forced each time which was accompanied by a corresponding alarm. In between these two instances the user restarted the device which could initially restore function until the error condition occurred again. The ventilator unit of the device was replaced after the diagnosis; the workstation passed all consecutive tests and could be returned to use. The safety concept can be explained as follows: speed fluctuations of the motor may result in a deviation between actually reached and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The design of the workstation allows further manual ventilation via the built-in breathing bag including gas dosage; the monitoring functions remain unaffected from a ventilator failure. The speed fluctuations are related to wear-and-tear of the carbon brushes; intermittent contact losses during motor rotation causes these since the motor does not provide mechanical power in these moments. The failure occurs sporadically first and can often be remedied after a few initial occurrences by rebooting until it becomes persistent ¿ rebooting lets the motor start from a different position, and everything may work well for a while.